Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Programmed device with the current time and date and monitored for one day. No unexpected time gain or loss noted during monitoring period. The time and date function is performing properly. No unexpected device error post-reset ram crc alarm or history pointers failed and history pointers are corrupted error or trace pointers are invalid alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for multiple pump error detected. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.